Manufacturer narrative:
On november 22, 2021 mentor became aware that a device returned to a different complaint file, in fact was the device associated with this event. The investigation of the impacted product was completed by the failure analysis lab on december 3, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, according to the mentor procedures, and it identified a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 94940 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast reconstruction revision with an unknown mentor saline prosthesis experienced spontaneous left sided deflation post procedure. The deflation was diagnosed through a physical examination. As a result, bilateral prosthesis replacement with 330cc mentor smooth round high profile saline prostheses was performed on (B)(6) 2021. (Catalog) and (lot) were provided, however, they could not be matched to a mentor device. They are being populated, as this was the information that was provided. If clarification is received in the future, then a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since the lot number provided could not be located in our database, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).